Event description:
The customer reported via phone call that their insulin pump was damaged. The customer stated their insulin pump appeared to be corroded. The customer also reported there was liquid from a battery all over the insulin pump. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.